Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the left anterior descending artery. A 3.25mm x 12mm quantum maverick balloon catheter was advanced for dilation; however, the balloon delivery shaft was fractured. The device was completely removed by simply pulling it out and the procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of a quantum maverick balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 41.2cm distal of the strain relief. There was blood in the guidewire lumen. The balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the left anterior descending artery. A 3.25mm x 12mm quantum maverick balloon catheter was advanced for dilation, however, the balloon delivery shaft was fractured. The device was completely removed by simply pulling it out and the procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.